Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had not been feeling stimulation, and when they charged the ins, they noticed it said the therapy was off. They had never used the communicator and patient application, and had never let the ins go below 30%. Every time they charged the ins, they had a hard time finding the ins. They had been really sick for the last two weeks and had been dealing with urinary tract infections (utis) for about a month, and just got off of antibiotics (no allegation related to device/therapy). They had been crawling on the floor in pain. They had been hurting where the ins was. They had been going to the bathroom twice a night. It was reviewed how to turn stimulation on. The patient was able to turn stimulation on, but said they had no idea how stimulation got turned off. It was suggested they have the device checked, but the patient stated the copay was $35. When asked for the event date, the patient said it had been "months" since the issues started. The patient was redirected to their healthcare provider to further address the issue.